Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, a capsule was placed without incident. The patient returned after the 48 hour study and the study was downloaded by the physician. It was noticed that the study had only recorded a few minutes of the study. A repeat procedure was performed. No other known adverse events were reported.